Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that during a procedure on (B)(6) 2013, a synream head burst into pieces during reaming of a tibial canal. This left shards of the reamer head stuck in the canal. The surgeon was unable to continue reaming and insert a tibial nail, so he used an external fixator to manage the fracture instead. It is reported that this incident added considerable time to the case, about one to one and a half hours. It is also reported that it was uncertain if the guide wire that was being used was a synthes guide wire. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown the coupling prongs of the flexible shaft are badly damaged. The article was analyzed for conformance to print specification, as well as the device history record was researched. No product fault could be detected.